Event description:
It was reported that patient presented with far-r wave oversensing on the atrial lead. Upon review of the transmission, the far-r wave oversensing was confirmed and programming changes were suggested. No patient symptoms were reported.